Manufacturer narrative:
Concomitant product(s): product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead, product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that impedance measurements (ran at 0.2v) on both leads were showing all contacts at a high impedance of >3600 ohms. There were no trauma or falls related to the issue. The patient had a sudden loss of therapy on (B)(6) 2015 and occasional jolts. Relevant medical history is failed back surgery syndrome. The physician was scheduling the patient for a revision; the surgery date was not set- awaiting insurance approval. If additional information is received, a follow-up report will be sent.